Event description:
It was reported that a device was used during a laparoscopic gastric bypass. It was reported the device outer gasket tore. Another device was used to complete the case. There was no further consequence to the patient.